Event description:
This pt with recent (2003) percutaneous transluminal coronary angioplasty and stent to the right coronary artery, came back into the ed 4 days later. They were taken to cardiac cath lab where they were found to have 70% stenosis of the mid left anterior descending artery. The ptca was performed using the cypher stent with stenosis reduction to 0%. After pulling out the catheter the pt complained of chest pain requiring repeat cardiac catheterization, which revealed dissection and subtotal occlusion of the lad distal to the stent. The lad was rewired and two pigtail stents were placed distally with stenosis reduction to 0%. The pt's chest pain resolved and they were transferred to ccsd. The pt had another episode of chest pain but continued to improve and was discharged home 3 days later. Three days after that pt came to the ed with chest pain, went emergently to the cath lab and then to ccu. The admitting diagnosis was acute anterior wall myocardial infarction. They tolerated the ptca well and was improving on the floor. Five days later, the family was visiting when they called for assistance. They said pt appeared to be choking. Pt coded and died.